Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45, implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
The patient reported that while checking the pulse with the patient's right hand on the side of the neck, the patient received a shock and had a burn mark where the patient's two fingers were. The patient stated that the device was checked, with the shock being appropriate due to vt (ventricular tachycardia), and that the doctor stated there was no way the mark was a burn mark, thinking instead that the patient's neck was scratched. The patient stated it burned for 30 to 40 minutes afterward. The device remains in use. No further patient complications have been reported as a result of this event.